Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after a physician mode recharge recovery, the total recharge count is 115. The last recorded recharge session performed while the device was implanted was on (B)(6) 2012. The device was recharged for 1 hour and 25 minutes and the battery charged from 3.750v to 3.825v. A prior charge occurred on the same day; it lasted 1 hour and 28 minutes and the battery charged from 3.505v to 3.770v. The typical recharger coupling shown on the physician programmer was 7 to 8 bars. The battery discharged to the lock mode on (B)(6) 2012. Testing of the recharge function of this ins found it to be functioning normally.

Event description:
Additional information received reported the device was explanted.

Event description:
It was reported that about two months prior to this report, no interrogation was possible with the patient programmer and communication with the recharger started to become problematic. The patient met with a manufacturing representative on the day of this report. There was no communication with the implantable neurostimulator (ins) using the clinician programmer, the patient¿s recharger or patient programmer, and a new recharger or patient programmer. The patient programmer only showed the expected display when no connection was established. The patient stated that it was possible to recharge the ins if they tried for hours. A connection took time and when the recharger was connected, the connection was very bad, there were no coupling boxes filled in, and recharging took a long time. The patient did still have therapy and satisfying stimulation, but they were not able to adjust amplitude. Stimulation was used 24/7 and the patient was very dependent on the therapy. When the patient¿s stimulation was turned off, it took about 30 seconds before the patient had heavy convulsions in both legs. The ins was superficially implanted and nothing indicated the ins had flipped. On (B)(6) 2015, the patient contacted the hospital since the ins died during the prior weekend. A nurse tried to interrogate the ins with a clinician programmer without success. The patient¿s healthcare professional (hcp) decided to replace the ins. The patient was doing okay, but they experienced severe cramps when the ins stopped working. The leads had been dislocated and one electrode had impedance greater than 10,000 ohms. This caused paresthesia coverage to not be perfect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.